Event description:
Medline manufacturer (k233970), brand - precision touch ice: this is a periodical follow up report related to previously submitted FDA medsun report regarding medline nitrile examination glove failures for the brand precision touch ice. Between 5/1/2026 and 5/31/2026, there was 1 report of glove failures experienced. An estimated at least 100 nitrile examination gloves failed in this time period. The type of issues/failures experienced include gloves stuck together.